Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the tip of the moss miami final tightener is stripped and the instrument slips as the tip wears away. Reports no patient was adversely effected and the difficulty did not result in a significant delay.

Manufacturer narrative:
Visual examination of the returned moss miami final tightener revealed 2 out of the 6 drive lobes on the distal tip had been plastically deformed approximately 1mm in axial length. The deformation is in the direction of tightening. This observation suggests that the driver had been off axis and not fully seated during the tightening step of the procedure. Review of the device history record found no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the product code identified no systemic complaint trend that would require further action. The root cause cannot be positively determined based on the provided information and sample. However, the observed damage is consistent with a driver that has not been fully seated in the setscrew and off axis during final tightening. It is likely that this is contributing to the reported driver slipping. No corrective or preventative action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.